Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and available information, the investigation determined the likely cause of the reported event was an insufficient amount of thermal grease applied to the main lamp by the user. This is addressed in the instructions for use: "apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed or duplicated. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an "e102" lamp error was generated despite replacing the bulb multiple times. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus. As reported by the user facility, the reported problem of "e102" error occurred during 10 procedures on the same day. This is report #2 of 10.